Event description:
Pre-procedure exam: 5 out of 10 chest pain with electrocardiogram (EKG) showing inferior wall st-elevation. After getting verbal informed consent, the patient was prepped and draped in the usual sterile fashion. Access obtained into the right radial artery. Team was working on the mid right coronary artery lesion. Per report: use of 3.5 x 12 shockwave balloon was attempted during st elevation myocardial infarction (stemi) procedure; however, the balloon was defective and could not be inflated and dye exited through the balloon. At this point another shockwave balloon was successfully brought across the entire lesion. The procedure was then completed with no further incident. Outcome: successful shockwave and balloon angioplasty of the mid right coronary artery heavily calcified lesion, with the lesion being reduced from 99% to 50% with thrombolysis in myocardial infarction (timi)-3 flow. Manufacturer response for shockwave intravascular lithotripsy system, shockwave ivl system with the shockwave c2 coronary ivl catheter (per site reporter). Defective device given to field representative.